Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Hm event for vf episodes reveals noise on near field portion of lead. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.